Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was leaking past the o rings. The customer¿s blood glucose level was 293 mg/dl. The customer reported that the insulin pump was exposed to moisture. The customer reported that type of moisture exposure was insulin in reservoir compartment. The reservoir will be returned for analysis.